Manufacturer narrative:
Follow up requests for additional info have not been successful to date. The reported adverse event is documented in the device directions for use (dfu). As well, per the dfu: "typical antiplatelet and anticoagulation regimen used for interventional intracranial procedures is an important adjunct to stent treatment... In-stent thrombosis may occur during the procedure if proper antiplatelet and anticoagulation therapy is not administered." Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no apparent device failure. Because the device remains implanted, no eval will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 95%. Predilation was performed with a balloon catheter, followed by implantation the subject device (stent). "Residual stenosis was 10%. Procedural complication reported was target vessel thrombosis (clot at the inferior portion of the stent)." It was reported that "the pt was treated with medications (unspecified). The events resolved without residual effects." The pt was discharged home 2 days post procedure. The site reported "that the pt had a stroke (unk type) in 2006 that resulted in hospitalization," the event resolved six days later, with residual effects.